Event description:
The patient underwent a neck dissection surgery. Air leakage from the drain was observed 2 days post operatively. It was determined that there was damage to the drain. There was no adverse consequence to the patient.